Event description:
It was reported that during an attempted lead implant, the new right ventricular (rv) lead had difficulties being advanced from the right side due to the number of existing leads and the helix would not extend. The rv lead was not implanted and an existing pace/sense portion and high voltage portion of two chronic rv leads were reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was tissue on the helix and the lead appeared damaged at implant.